Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. The caller stated that his memoir device was showing an f0 permanent error in the display. The device (lot 0709c02, manufactured september 2007) was returned for investigation, and the 0 was observed to be is missing from the f0, the detailed investigation identified that liquid ingress resulted in rust, residue and corrosion throughout the device's assemblies causing the missing segments in the display. The liquid also temporarily caused low voltage resulting in the device going to the f0 permanent error state. The missing segments malfunction was confirmed and may result in an inaccurate dose of insulin. Corrective actions - a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage. There is evidence of improper use. The user reuses needles which can result in an underdose of insulin. However, this misuse is not relevant to the user's complaint or the investigation results.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported in the display. This humapen memoir burgundy pen was associated with product complaint 1402442, lot 0709c02. The returned device was found to have the 0 segment missing from the display. The operator of the device was the patient. The user was trained via a nurse. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported as showing an f0 in the display. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0709c02. The returned device was found to have the 0 segment missing from the display. The operator of the device was the patient. The user was trained via a nurse. This device model was used for an unspecified length of time. The device was returned on 31-aug-2010. The humapen memoir burgundy pen was not continued. Update 19-oct-2010: additional information received 19-oct-2010 via the global product complaint database. Added device specific safety summary. Amended EU/ca fields.